Manufacturer narrative:
The technician found the account was not pushing the brake pedal all the way down towards the ground. The technician in-serviced the account on brake functions to resolve the issue.

Event description:
The account alleged the brakes will not hold. No pt impact.